Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer's report of a higher than expected kvo rate was not confirmed. Review of the pump module event log reveals that the last infusion run on the source device at the customer site was on (B)(6) 2015. This programmed infusion is believed to be the biomedical department testing, as explained in the event description. On this infusion, the rate was 125ml/hr with a kvo rate of 20ml/hr; this may have contributed to the perception of a higher than normal kvo rate during biomedical testing. All other infusions discovered in the pump module event log had a kvo rate of 5ml/hr. Rate accuracy testing was performed and the device was found to be slighly out of specification. The actual error measured was -5.75% versus the acceptable error margin of +/-3.400%. The pump failed on the negative error margin. Physical inspection noted that the pump membrane frame snap rivet was installed under the membrane frame preventing it from seating properly in the bezel. The issue is believed to be due to improper reassembly by the customer while performing preventive maintenance/component replacement. After proper installation of the snap rivet, all rate accuracy tests were within specification. The root cause of the customer's reported higher than expected kvo rates was not determined. It is believed that an improperly installed membrane frame snap rivet contributed to the failed rate accuracy testing performed during lab testing.

Event description:
The customer reported that the pump completed an infusion, and when the nurse went to secure the pump the nurse discovered that the pump was making noise similar to the noise made when the device is pumping at a high rate. The customer reported no patient harm. After this event the biomedical department performed a wet test on this device with no patient connected and when the vtbi (volume to be infused) reached zero the pump alerted the operator with "infusion complete" and dropped down to a kvo (keep vein open) rate as expected, but the fluid in the IV line was flowing at a high rate not consistent with the kvo rate.